Manufacturer narrative:
(B)(4). Retainer ring: clear. The p-cap / reservoir locked properly during testing. Insulin pump power up properly after battery installation. Insulin pump passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, dat test and displacement test. However, unit received with high sleep current. Insulin pump was cut open and electronic stack and motor removed. Insulin pump electronic and motor were installed in a test case and high current continue. I proceed to switch boards to identify the faulty board. The original pcb 1 was installed in a test pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and high current problem continue. The original pcb2 was installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and it was monitored. The sleep current read normal.it is determined that pcba1 is causing the unexpected high sleep current. Pcba2 and motor were inspected for electrical faults, moisture damage, workmanship and cracked or damage components. However, per visual inspection l7 at pcba1 was found cracked. It was determined that cracked l7 at pcba1 is causing the high sleep current. Unit received with minor scratched display window, case and keypad overlay.

Event description:
Information received by medtronic indicated that the insulin pump did not received low battery alarm and replace battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.